Event description:
It was reported that the lead exhibited impedance lower than 200 ohms. During the explant procedure the physician noted that the insulation was damaged. The lead was explanted and replaced.

Manufacturer narrative:
No medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
MFR date should have been 29-aug-2008 rather than 29-aug-2009. Final analysis found that the lead was cut and only 2.63 cm and 4.9 cm of the proximal part were returned. Approximately 2.5 cm of the proximal insulation was abraded in the smaller lead part which could have resulted in low lead impedance.